Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine during gantry rotation. Although, the cover detached during treatment and struck the patient, no injury occurred. No other patient information was provided in the report. Site is concerned that the design of the cover may contribute to the risk of it falling off again due to the frequency the cover is removed/replaced for physics qa or service work.

Manufacturer narrative:
In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. A site visit was scheduled to apply a modification to the device. This modification is a varian approved modification, which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a patient was referred for CT examination (which was negative). No additional follow-up to this MDR is expected.